Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 93 colony forming units (cfu) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide a correction to the initial (b5 and d9) and to provide an update to fields (d8, h3, and h4). The lm reviewing information regarding the cds processes provided by the user, information that can judge deviation from instructions for use was unavailable. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated by olympus. The evaluation confirmed the following: white foreign material at auxiliary channel opening and foreign material in gap between a-rubber glue and insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the event "positive in culture test" occurred because of insufficient reprocessing due to residue in the device after reprocessing. Growth of microorganisms was found through culture testing by user after reprocessing. However, when olympus cultured tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. However, the specific root cause of the event could not be identified. Additionally, the event "white foreign material at auxiliary channel opening" olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Furthermore, the event "foreign material in gap between a-rubber glue and insertion section" olympus could not identify the foreign matter. However, it is possible the user could not remove the foreign material due to physical damage of the device. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Correction to the initial as it was previously reported that the colonovideoscope tested positive for 93 colony forming units (cfu) of pseudomonas aeruginosa. However, the customers third party test results confirmed 81 colony forming units (cfu) of pseudomonas aeruginosa.